Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while the customer was swimming with the pump on, the pump shut off and could not be turned back on. There was no impact to the customer's blood glucose level.